Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during the manual prime process. Customer's blood glucose level was 365 mg/dl. Customer also stated that the insulin continues to drip after motor stops during the manual prime process and they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test or verify prime/fill anomaly due to blank display.